Event description:
It was reported that balloon rupture occurred. The 94% stenosed, 10mmx 3.5mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10/3.50 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 811 kpa. The device was then retrieved in time and there were no fragments left inside the patient's body. The procedure was completed with another device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 94% stenosed, 10mmx 3.5mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10/3.50 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 811kpa. The device was then retrieved in time and there were no fragments left inside the patient's body. The procedure was completed with another device. No patient complications were reported and patient's status was stable. The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately 2mm distal to the distal end of the proximal markerband. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no issues with the hypotube which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.